Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was not used in a surgical procedure. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a low anterior resection procedure. The manual stapling handle and reload were used for the rectum resection. For the first firing, the surgeon clamped the tissue, then a crack sound was heard. However, the firing was successful. For the second firing, the surgeon tried to squeeze the handle, however, it ran idle and could not fire the device. Replaced by a new device and the firing was completed. The tissue was not especially thick. There was no patient harm. The status of the patient is no problem.